Event description:
It was reported that the atrial and ventricular leads were reversed in the header. This was noted after the pocket was closed. The physician reopened the pocket and switched the leads to the appropriate position.

Manufacturer narrative:
Na